Event description:
It was reported the patient's pump had a motor stall occur on 2015-(B)(6) at 10:55. The motor stall was confirmed. The motor stall recovered after more than two hours. The patient had underdose symptoms, less than (B)(6) therapy relief and the symptom location was reported as "systemic". The patient had an ultrasound and other medical tests performed last week, but it was discussed and these tests did not appear to correlated with the timing of the stall. The hcp decided the pump was unreliable and the pump was explanted and replaced. Medical intervention, specifically oral medication administration to help with pain was noted. The pump was used to deliver clonidine and morphine (unknown). The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: 2012-(B)(6), product type: accessory. Product ID: 8709, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.